Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited missing electrograms (egms). No intervention was reported and patient was stable.